Event description:
It was reported that a patient was unhappy with a tecnis toric intraocular lens (iol) due to diminished vision and glare in left eye. Vision pre-op was 20/30. The iol was explanted and replaced with a non-johnson and johnson iol of 19.5 diopter. There was no incision enlargement, no vitrectomy, no sutures done, no delay in treatments. The patient was given standard post op drops (prednisolone/ moxiflocaxin/ bromfenac combo drops) . Patient daily activities not significantly affected. The patient fully recovered post-op. No other information was provided.

Manufacturer narrative:
Section a5 (ethnicity): unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 6, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveals cosmetic damage on the optics and haptics. The complaint issue "blurry vision", "glare-transient", and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.